Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it is surmised that reported phenomenon was attributed to the failure of the dvi (digital video interface) terminal of the subject device due to unexpected physical stress.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance of the subject device, it was found that the image of the subject device was not displayed due to the failure of both dvi input connectors of the subject device. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with this event.